Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Daniels s, robson d, palacz m, howell s, nguyen t, behnia-willison f. Success rates and outcomes of laparoscopic mesh sacrohysteropexy. Aust n z j obstet gynaecol. 2020 apr;60(2):244-249. Doi: 10.1111/ajo.13104. Epub 2019 dec 16. Pmid: 31840811. According to the available information, of 157 patients, 19 were removed from the study due to missing data variables. The median age was 58. Eight patients experienced mesh erosion; one experienced mesh exposure; 4 patients who underwent excision of mesh at nine, 12 and 87 months; laparoscopic mesh was reattached to the sacrum in three patients; one patient underwent operative laparoscopy and adehesiolysis for persistent pelvic pain. Three patients experienced wound infections and responded to oral antibiotics. One patient experienced constipation, and four patients experienced voiding difficulties. It was not noted how many patients had restorelle y implanted.